Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process. There was no reported patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. During the pre-cleaning process the customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel using an unspecified detergent. The manual detergent was enzymex and no manual disinfectant was used. The suction channel, suction cylinder, channel port, balloon channel and distal end / areas around elevator were manually cleaned using set-sd 3748 lta swabs manual brushes. For the cantel automated endoscopic reprocessor (aer), the customer uses a rapicide (detergent) and enzymex (disinfectant). The scope was stored horizontally. Olympus is the maintenance company used by the customer. The scope was not sterilized. The subject device is currently in the evaluation process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after microbiological control the evis exera iii colonovideoscope the user detected an unexpected contamination. The suction channel tested positive for over 80 colony forming units (cfus) of micro-organisms of klebsiella pneumoniae and pseudomonas aeruginosa. The air water channel tested positive for over 80 colony forming units (cfus) of micro-organisms of gram-positive bacteria (bacilli). The sampling was taken during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: distal end cap cover --- insulation < threshold. Light guide rod lens (1x) --- cracked. Bending section rubber glue --- separated. Universal cord --- wrinkle. Right left / up down knob --- angulation --- play. Right left / up down knob --- angulation --- less or specified value. Biopsy channel --- wear and tear (replacement as preventive maintenance). However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.